Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient's husband called in and reports that the patient is incapacitated and needs an MRI of the head. They recently had the external devices replaced and when they try to connect to the implant, they are seeing something like "no data". Agent reviewed that if the device lost the programming, the device is not turned on. The caller reports that they do not have a managing hcp at this time. The caller reports that the patient has not been used in about a year. The caller is going to go to the patient to confirm which message is being seen on the handset. They tried to use the new control equipment but could not do it and now they were no longer with the patient. Caller said they need someone to come to the nursing home check the system and help the patient get the head and brain MRI stating pt can't do therapy to recover unless they get the MRI. Pss tried to review the system must be checked in person by the doctor. Caller said pt does not have a doctor, they were implanted in hawaii. Caller asked about device removal, reviewed information. Offered and sent listings. Caller said the nurses at the nursing home have tried to be in touch with manufacturer but can't do it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller is working with pt's husband to try to turn off stim for MRI. When they try to communicate with ins they are getting data lost, internal device has lost its data, and then end session. Per pt's husband, pt hasn't used their stim in about 1.5 yrs. Tss reviewed working with managing hcp to check programming but pt doesn't have hcp near home. Per caller, she already made contact with the interstim rep who is currently at their facility so she will reach out to him again to see if mdt rep can check the ins.